Event description:
It was reported that particulate matter was found inside of the bladder of a large volume folfusor. This was observed during filling and before patient connection. The particles were described as white and fibrous in nature. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device had been filled with desferrioxamine. This lot was manufactured between february 18, 2014 and february 20, 2014. Evaluation summary: baxter received one unit for evaluation. Visual inspection noted particles between 0.15 to 0.30mm in size, floating in the fluid of the bladder. The particles were identified to be acrylic material via fourier transform infrared (ftir) spectrophotometer scanning. The cause of the particulate matter could not be determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.